Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: the keypad cover was undamaged and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The alleged keypad complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: there was moisture in the display lens; the battery compartment was cracked; the pump casing was cracked between the case seal and the keypad; leak testing revealed a pump case leak; there was evidence of moisture damage found on multiple internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the down arrow keypad button was under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.